Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The device was found to have triggered the elective replacement indicator (eri) during a routine follow up. No data analysis from this device was performed. This device was removed and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.